Event description:
During an in-clinic follow-up, increased pacing impedance was detected on the right ventricular (rv) lead. The lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.